Manufacturer narrative:
Results: the velocity was kinked and fractured approximately 13.0, 16.5, 21.0, and 33.0 cm from the hub. Conclusions:evaluation of the returned velocity confirmed that the catheter was kinked and fractured. If the velocity is forcefully handled during use, damage such as a kink may occur. Further manipulation of a kinked device may result in a fractured device. No other devices associated with the complaint were returned for evaluation. Penumbra catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), neuron max 6f 088 long sheath (neuron max) and, non-penumbra stent retriever. During the procedure, the physician made three passes using the velocity and stent retriever. The velocity was then removed and while cleaning on the back table, the proximal end of the velocity kinked and became broken. The procedure was completed using a new velocity with the same neuron max and stent retriever. There was no report of an adverse effect to the patient.